Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on feb 17, 2020 with lot number 1234950. Visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, yellow biological tissue in outer shell, red particles in outer shell, curved smooth openings in a crease on posterior side, wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: smooth crease openings assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device has been explanted.